Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('upcoming removal') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (device removal). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('at the right and left fallopian tube ostium there are pieces of metallic foreign material consistent with essure coils') in an adult female patient who had essure (ess205) (batch no. 623824) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cervix inflammation. Concurrent conditions included paratubal cyst. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and pelvic pain ("pelvic pain"). The patient was treated with surgery (robotic-assisted total laparoscopic hysterectomy, bilateral salpingo-oophorectomy). Essure (ess205) was removed on (B)(6) 2020. At the time of the report, the device breakage and pelvic pain outcome was unknown. The reporter considered device breakage and pelvic pain to be related to essure (ess205). Most recent follow-up information incorporated above includes: on 22-jul-2020: mr received. Model no. 305 changed to model no. 205. Lot number was added. Reporter, concurrent conditions were added. Event medical device removal updated to device breakage. New event added: pelvic pain. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('upcoming removal') in a female patient who had essure inserted for female sterilisation. On (B)(6)2007, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (device removal). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jun-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('at the right and left fallopian tube ostium there are pieces of metallic foreign material consistent with essure coils') in an adult female patient who had essure (ess205) (batch no. 623824) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cervix inflammation. Concurrent conditions included paratubal cyst. On (B)(6)2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and pelvic pain ("pelvic pain"). The patient was treated with surgery (robotic-assisted total laparoscopic hysterectomy, bilateral salpingo-oophorectomy). Essure (ess205) was removed on (B)(6)2020. At the time of the report, the device breakage and pelvic pain outcome was unknown. The reporter considered device breakage and pelvic pain to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-aug-2020: quality safety evaluation of ptc (product technical complaint). A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.